Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
During activation black debris was noticed in the saline in the joint space. Opened another electrode without incident. The following additional information was received via email from our affiliate on 7-27-15; the type of procedure was arthroscopy and partial medial meniscectomy. The electrode been activated 2-3 minutes prior to noticing the black debris. The electrode was still able to debride the soft tissue when activated after the black debris was noticed. A separate suction was used to complete the case. There were no error messages displayed on the vapr console when the electrode was activated. There was mild discoloration of tissue (which is normal) but had a lot of debris as evident in the pictures, no obvious damage seen on the shaft. This failure did not extend the procedure time greater than 30 minutes.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
During activation black debris was noticed in the saline in the joint space. Opened another electrode without incident. The following additional information was received via email from our affiliate on 7-27-2015; the type of procedure was arthroscopy and partial medial meniscectomy. The electrode been activated 2-3 minutes prior to noticing the black debris. The electrode was still able to debride the soft tissue when activated after the black debris was noticed. A separate suction was used to complete the case. There were no error messages displayed on the vapr console when the electrode was activated. There was mild discoloration of tissue (which is normal) but had a lot of debris as evident in the pictures, no obvious damage seen on the shaft. This failure did not extend the procedure time greater than 30 minutes.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification shows signs of activation on the active tip. There was no damage to the insulation coating on the electrode shaft. The electrode was connected to a vapr vue generator, set to the default settings for ablation and coagulation modes and activated in saline successfully indicating the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. No device related failure was noted. Also there was no evidence of black residue in the saline. After activation there was no damage to the insulation coating on the electrode shaft when observed under magnification. This complaint cannot be confirmed. A batch record review has been conducted for this lot of (B)(4) devices that were manufactured in may of 2015 with an expiration date of march 31, 2018 and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.